Event description:
It was reported that the customer's insulin pump had a button error alarm. It was stated that the buttons were not pressed for more than three minutes. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the buttons were functioning properly. The device was monitored for several hours and no button error alarms occurred. However, the insulin pump had an error alarm during the basic occlusion test as a result of a loose drive support disk.